Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw for a posterior lumbar fusion (minimally invasive surgery- mis). It was reported that the s1 set- screw had loosened. The pre-op diagnosis was degenerate disc disease. The levels implanted were l2- s1. The patient symptoms associated with this event was pain, which will require revision surgery. The product remains implanted and in service. No further complications were reported/anticipated.